Event description:
It was reported that during an unk laparoscopic procedure, an error occurred in the second and third actuation. While the device was being tested after the reset, the tip of the blade was broken off outside the pt's body. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the instrument was received with a loose mount. The hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications or continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.